Event description:
The customer reported via phone call that they were experiencing low blood glucose and had glucose/carb intake as treatment. Customer blood glucose level was around 42 mg/dl. Customer was confirmed about blank display of the pump. It was unknown about used insulin pump system within 48 hours of reported event. Troubleshooting was performed and it was unknown about used the auto mode feature actively at time of low blood glucose event. Customer was also advised the insulin, reservoir, and infusion set will be replaced. Insulin pump was expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information related device problem FDA code has been updated in h6 section.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black, case type = ngp. Customer returned pump for an alleged blank display/unexpected pump shut off, possible over delivery, low bgs and was hospitalized for high bgs found on 28-sep-2022. On (B)(4), svn#: (B)(6) & (B)(4), svn#: (B)(6)- customer returned pump for an alleged blank display/unexpected shut off, possible over delivery, low bgs and was hospitalized for high bgs found on 02-oct-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged possible over delivery and was hospitalized for low bgs found on 30-sep-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged battery cap cracked/damaged found on 13-sep-2022. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. Pump was also received with a blank display. Unable to verify possible under delivery/over delivery, unexpected pump shut off and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to generate power management graph due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Corrosion was found on the vibrator/power connector assembly noted. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the pcba 2, force sensor and motor assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 2 was re-installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued on self test, carelink upload and download of history files/traces using thump. The pump passed the self test and no blank display noted using the test pcba 1. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of 28-sep-2022, there is no unexpected alarms/suspends noted and found no bolus delivery. In further full review of the pump history on the event date of 30-sep-2022, there is no unexpected alarms/suspends noted and found no bolus delivery. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/01/2016, 08/19/2022 to 10/01/2022. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 02-oct-2022. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 28-sep-2022 and 02-oct-2022. However, insert battery alarm was recorded and found in the formatted history file on: 10/01/2022 14:45:50.000 10/01/2022 14:55:00.000 power loss alarm was recorded and found in the formatted history file on: 09/27/2022 11:27:27.000 , 09/27/2022 11:27:35.000 10/01/2022 14:57:00.000 , 10/01/2022 14:57:07.000 low battery alert was recorded and found in the formatted history file on: 09/25/2022 23:41:00.000 , 09/26/2022 06:23:19.000 09/27/2022 01:14:00.000 replace battery alert was recorded and found in the formatted history file on: 09/26/2022 09:12:00.000 09/27/2022 10:45:00.000 replace battery now alarm was recorded and found in the formatted history file on: 09/26/2022 09:43:00.000 09/27/2022 11:16:00.000 , 09/27/2022 11:26:00.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: 09/27/2022 00:20:56.000 upon checking on the power data/detail trace file, power loss alarm, low battery alert, replace battery alert/replace battery now alarm and failed batt/battery failed alarm had a good unloaded vaa voltage. Power loss alarm, low battery alert, replace battery alert/replace battery now alarm and failed batt/battery failed alarm were unexpected since the customer was using a good battery. Power loss alarm, low battery alert, replace battery alert/replace battery now alarm and failed batt/battery failed alarm were confirmed due to corrosion on the pcba 1, vibrator/power connector assembly and battery tube assembly noted. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs and low bgs. The force sensor is within specification and the motor functioning properly. Battery cap cracked/damaged was confirmed. Unable to verify possible under delivery/over delivery, unexpected pump shut off and perform the required testing due to a blank display. Unable to generate power management graph due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. During visual inspection, corrosion was found on the vibrator/power connector assembly noted. Slight corrosion was also found on the battery tube assembly noted. However, a test pcba 1 was used, continued on self test, carelink upload, download of history files/traces using thump and no blank display noted. Customer alleged for possible under delivery/over delivery was unknown. Power loss alarm, low battery alert, replace battery alert/replace battery now alarm and failed batt/battery failed alarm were confirmed due to corrosion on the pcba 1, vibrator/power connector assembly and battery tube assembly noted. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.